Event description:
It was reported that thrombus was formed. Prior to a stent graft procedure, a 14mm x 30cm interlock¿ was used to treat the abdominal aneurysm located in the moderately tortuous superior gluteal artery of the distal internal iliac artery. During the procedure, intermittent flush was performed. A non bsc microcatheter was advanced to the target lesion and the first interlock 2d 14mmx30cm was placed. However, it was noted that the coil was too big for the lesion and the physician decided to remove this interlock from the patient. The introducer sheath was flushed before removing the coil, but blood was flowing back into the sheath and blood clot was formed. The coil was removed with saline and was washed. Then the physician attempted to use the 14mm x 30cm interlock¿ again as the 3rd coil. He reinserted it into the microcatheter, but the coil failed to advance due to a blood clot in the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device.¿ (B)(4).